Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, after a revision of this device's right distal tip, the pump was stuck. Troubleshooting was unsuccessful. The pump was removed from the patient and then it was able to cycle. It was tested multiple time successfully, so the pump was replaced and the surgery was completed. Later that day, the surgeon reported that the pump was stuck again. To date, information suggests that the device remains implanted.